Event description:
Per dealer, consumer states that the lid is allegedly cracked on the toilet seat. Minor injury is alleged.

Manufacturer narrative:
No RMA has been initiated. Model 9630-4 serial number/date code is not available. Age of device is not known. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, height and weight are unknown. The consumers technique while using the device is unknown.